Manufacturer narrative:
(B)(4). It was reported during follow up that the patient had recovered from the peritonitis. Patient outcome was previously reported as recovering. On an unreported date, pd catheter was removed due to peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13l02031 and h14b28035 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported that the peritonitis was manifested by cloudy pd effluent and abdominal pain. On an unreported date the patient was treated in the emergency room with cubicin (dose, route and frequency not reported) for the peritonitis. On an unreported date, the patient was treated with intravenous (IV) gentamycin (dose and frequency not reported) for the event. At the time of this report; the patient was recovering from the event and had been retrained on aseptic technique. Pd therapy was reported to be ongoing. Additional information was requested but is not available. This is report 4 of 4 involved in this event.